Manufacturer narrative:
No product has been returned, extended investigation is pending at this time. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc device. Customer reported receiving readings of 39 mg/dl, 39 mg/dl and 150 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. Pqe investigated the read-8(consumer glucose precision reading issue) and determined that there was no indication that the product did not meet specification. No product was returned for this complaint. A valid serial number was not provided. A valid lot or serial number was not provided for strips. The available tripped trend reports were reviewed for freestyle optium neo meter and read-8 for the last year. The review did not identified trends that would indicate any product related issues. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. The available tripped trend reports were reviewed for precision strips and read-8 for the last year. The review identified a tripped trend for this perception code. This tripped trend was addressed in the tracking and trending review meeting and investigated. The investigation concluded that the tripped trend was not correlated with any identified product related issue. If the product is returned, a physical investigation will be performed and a follow up report will be submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc device. Customer reported receiving readings of 39 mg/dl, 39 mg/dl and 150 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.